Event description:
Two of us went to an open air pcr testing site in (B)(6). After high exposure situation, had a pcr test on (B)(6) 2022. Both people woke up on (B)(6) 2022 with symptoms. One of us tested positive on (B)(6) with brinaxnow antigen test. Second person tested positive on that test on (B)(6). On afternoon of (B)(6) received pcr test results, both listed as negative. The company was (B)(6). Internet research indicates this company has a history of high levels of false negatives. Want to report this data in light of that. Reference report # mw5106797. FDA safety report ID# (B)(4).